Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement. The biopsied lesion was small (8 mm) and located in the right middle lobe about 10 mm from the pleural. Per the physician, post-procedure, the patient was asymptomatic, but the radiologist suspected a tiny pneumothorax. The pneumothorax was confirmed on x-ray; therefore, a small thoravent was placed in the ER. The patient was sent home from the ER the same day in stable condition and instructed to follow-up in the clinic. After a few days, the thoravent was removed in the clinic. Per the physician, there was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.